Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt was explanted of his original implant, pulsar (B)(4) due to complaints about a decrease in hearing performance. The pt was re-implanted with sonata (B)(4) on (B)(6) 2010. The surgeon suspected that the electrodes were not in the cochlea and decided to take an x-ray image. During examination of the x-ray, it was seen that the electrode array was laid straight and not in the cochlea. The surgeon decided on a CT scan, without the cochlear implant and he removed the implant for the CT scan on (B)(6) 2010. On (B)(6) 2010, the surgeon implanted sonata (B)(4). One day later, on (B)(6), a gusher appeared from the wound. When the pt was taken to the operating theater to stop the gusher, the father of the pt demanded that the implant be removed entirely from the pt.